Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 12.7 mmol/l, 3.7 mmol/l, 5.6 mmol/l, 13.7 mmol/l and 12.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. During control solution testing satisfactory low control solution results were within specification and unsatisfactory high control solution results were not within specification. The meter was sent for further investigation and de-cased. During visual inspection of the strip port, visible signs of contamination were observed. Signs of liquid ingress and debris were found in the strip port connector. The complaint is not confirmed due to a user issue.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 12.7 mmol/l, 3.7 mmol/l, 5.6 mmol/l, 13.7 mmol/l and 12.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.